Manufacturer narrative:
This is the first of three reports for the same patient involving three lot numbers of the same product. It is unknown which contributed to the event. Refer to 2019-17020-02 for the reported second lot number 10389508. Refer to (B)(4) for the reported third unknown lot number. Sample two (returned opened) with the same tool code ID: ciba b765, was found to be consistent with the reported lot 31310709 (qspr# 1275905). Sample was found to meet manufacturing specifications for surface and edge visual criteria, power, diameter and base curve parameters. The lot 31310709 was manufactured on 25-aug-2017 and released on 07-sep-2017. This lot has gone through all manufacturing process stages as required by the procedures (lotrafilcon b sops). There was no nonconformity related to the nature of complaint occurred during the manufacturing process. All in-process inspection records and final product inspection record confirmed to be within specifications. This lot has gone through 100% wet visual cosmetic inspection following sop (B)(4). The cosmetic sampling inspection of qc primary packaging online inspection and qc final cosmetic inspection at post autoclave confirmed to meet the acceptance criteria. This lot has passed through qc primary packaging inspection, qc mantis inspection, qc post autoclave inspection, qc ip test inspection, and qc finished product inspection. The batch record of saline packaging solution #31310319 that used for this lot has been reviewed and met the specification. The sterilization process parameter and bi incubation result also met specifications. The historical complaint data and trend related to serious adverse event for lotrafilcon b product has been reviewed and did not indicate any adverse trend. The retain samples of lot 31310709 was inspected for visual inspection and vacuum testing to verify no possibility of leakage defect that could cause the product to be contaminated. All of the retain samples showed to meet specifications. Based on the investigation, no root cause can be determined. The product verification of this complaint met specifications. No additional investigation is required, at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4). The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As initially reported on (B)(6) 2019 through the website, the consumer stated that he has been a contact lens user for several years for his myopia and astigmatism. The last ones the consumer purchased are giving him a lot of problems for reason that the contact lenses are thicker. Additional information was received on 20mar 2019, stating that the consumer needed a medical attention and the problem has always been the same. Further information received on 04apr2019 stating the consumer is not experiencing any more discomfort. The consumer added that the reason he sought medical attention was due to a small wound in one of the eye. The treatment took several weeks and the consumer needed two medical intervention. Received additional information on 05apr2019, the consumer was diagnosed of giant papillary conjunctivitis (gpc) od (right eye). Dexamethasone phosphate one drop was prescribed, four times a day for seven days; one drop three times per day for three days; one drop twice per day for three days and one drop once per day for three days. Olopatadine eye drops was given one drop every twelve hours for one month. Sodium cromoglycate eye drops to be given one drop every eight hours for one month. Received a copy of medical record on 15apr2019 which was dated (B)(6) 2018, stating that the consumer experienced ocular discomfort and sought consultation. Personal history was taken and a general impression of ¿cyliary injection temporary lower injury at vii hours para-central with mild sub-epithelial infiltrate in the indicated zone, no perilesional edema and no tyndall¿ was given to the consumer. The diagnosis upon discharge was ¿corneal abscess¿. The consumer was given treatment upon discharge, namely: moxifloxacin eye drops to be given every two hours, tobramycin ophthalmic ointment to be given five times per day, and ketorolac tromethamine eye drops to be given three times a day. The consumer was then discharge on (B)(6) 2018. Another copy of medical record was received the same day of 15apr2019 dated (B)(6) 2018, stating that the primary reason for consultation is due to ocular discomfort. Personal history was also taken and an impression of ¿od conjunctival hyperemia (more in upper quadrant), fluo (-), giant papillae in cts¿ and a diagnosis of giant papillary conjunctivitis was given to the consumer upon discharge. The treatment upon discharge were as follows: dexamethasone eye drop one drop to be given four times per day for seven days, three times per day for three days and in the morning for another three days. Olopatadine eye drops, one drop to be given every twelve hours for one month. Sodium cromoglycate eye drops, one drop to be given every eight hours for one month. The consumer was also instructed to come back for follow-up after one month. The consumer was discharge on the same date of (B)(6) 2018. Additional clarification was received on 03may2019 through telephone. The consumer added that he had a foreign body sensation in his eyes which worsened after the second or third day. The consumer also mentioned that he visited an eye care professional for the third time around (B)(6) 2019, however, no medical report was produced. The ophthalmologist confirmed that the consumer recovered with no sequelae using all the treatment mentioned in the medical report.